Event description:
It was reported that the pump usb was damage and the pump could not be charged. There was no reported impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.